Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that when the case of (B)(6) was rec'd and the carton was opened they noticed all 5 kits were not sealed on one end. There was no pt involvement. Reference MDR #9680794-2010-00078, MDR # 9680794-2010-00080, MDR #9680794-2010-00081, MDR #9680794-2010-00082 for the four associated reports.